Event description:
The customer reported that the v1 lead would not give a reading while attempting to monitor a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.